Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose. The presumably blood glucose values were below 54 mg/dl. Customer was treated with glucose tablets. Current blood glucose level was 136 mg/dl. Customer was temporarily unconscious and treated with glucagon injection. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer did not allege insulin pump was over delivering. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.